Manufacturer narrative:
One used decontaminated sample was returned for investigation. Under visual inspection the sample appeared to be in good condition, no water inside inflation system was found. To verify if there is any leak of inflation system we replicated 12 hours inflation test which is done during manufacturing. It was found that after 12 hours cuff was still fully inflated. Returned device was also submerged in water. No air leak nor fluid inside inflation system was observed. Based on investigation results no fault on returned sample was found. It is the most probable that a fluid was introduced into inflation system due to a practice which is not in compliance with instructions for use. No lot number was provided therefor no device history review (DHR) could be performed.

Event description:
It was reported that during the use of the product, the customer found some water content inside the cuff. No patient injury reported. No additional information is available for this complaint.

Manufacturer narrative:
Device lot number, manufacture, and expiration dates are unknown, no product information has been provided to date. Date of event: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.